Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil missing/coils are migrating and perforating organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg not done" and device ineffective "lack of drug effect". In 2010, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("looks like 8 months pregnant"), abdominal adhesions ("intestines were attached to ovary"), genital injury ("tube was ripped"), abdominal pain ("left abdomen sharp shooting pains"), urinary tract disorder ("urinary issues"), hemianaesthesia ("my entire right side of my body went numb"), cyst rupture ("cyst rupture"), pelvic pain ("excruciating pain"), vomiting ("throwing up") and dysmenorrhoea ("painful periods"), underwent caesarean section ("c-section") and intestinal resection ("lost 2 ft of intestines") and experienced dysuria ("I was using the bathroom and it felt like someone was pulling my insides out"), lasting 30 min. The patient was treated with other analgesics and antipyretics and surgery (salpingectomy). At the time of the report, the fallopian tube perforation, caesarean section, pregnancy with contraceptive device, abdominal adhesions, genital injury, urinary tract disorder, dysuria, hemianaesthesia, cyst rupture, intestinal resection, pelvic pain, vomiting and dysmenorrhoea outcome was unknown and the abdominal distension had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer-(B)(4)). The reporter considered abdominal adhesions, abdominal distension, abdominal pain, caesarean section, cyst rupture, dysmenorrhoea, dysuria, fallopian tube perforation, genital injury, hemianaesthesia, intestinal resection, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed nothing (essure) in my body. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media. New events added: "urinary issues", "I was using the bathroom and it felt like someone was pulling my insides out", "my entire right side of my body went numb", "cyst rupture", "lost a tube, "lost 2 ft of intestines", "excruciating pain" and "throwing up". Date implanted added. Treatment drug added. New reporter added. On 23-mar-2020: comment from social media received. New events- painful periods and abdominal distention. Event verbatim was clubbed as coil missing/coils are migrating and perforating organs and pt was updated to fallopian tube perforation new reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('coil missing/coils are migrating and perforating organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "hsg not done" and device ineffective "lack of drug effect". In 2010, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal distension ("looks like 8 months pregnant"), abdominal adhesions ("intestines were attached to ovary"), genital injury ("tube was ripped"), abdominal pain ("left abdomen sharp shooting pains"), urinary tract disorder ("urinary issues"), hemianaesthesia ("my entire right side of my body went numb"), cyst rupture ("cyst rupture"), pelvic pain ("excruciating pain"), vomiting ("throwing up") and dysmenorrhoea ("painful periods"), underwent caesarean section ("c-section") and intestinal resection ("lost 2 ft of intestines") and experienced dysuria ("I was using the bathroom and it felt like someone was pulling my insides out"), lasting 30 min. The patient was treated with other analgesics and antipyretics and surgery (salpingectomy). At the time of the report, the fallopian tube perforation, caesarean section, pregnancy with contraceptive device, abdominal adhesions, genital injury, urinary tract disorder, dysuria, hemianaesthesia, cyst rupture, intestinal resection, pelvic pain, vomiting and dysmenorrhoea outcome was unknown and the abdominal distension had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The reporter considered abdominal adhesions, abdominal distension, abdominal pain, caesarean section, cyst rupture, dysmenorrhoea, dysuria, fallopian tube perforation, genital injury, hemianaesthesia, intestinal resection, pelvic pain, pregnancy with contraceptive device, urinary tract disorder and vomiting to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed nothing (essure) in my body. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil missing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "lack of drug effect" and device monitoring procedure not performed "hsg not done". On an unknown date, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal adhesions ("intestines were attached to ovary") and genital injury ("tube was ripped") and underwent caesarean section ("c-section"). At the time of the report, the device dislocation, caesarean section, pregnancy with contraceptive device, abdominal adhesions and genital injury outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal adhesions, caesarean section, device dislocation, genital injury and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: showed nothing (essure) in my body. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.